Event description:
It was reported that the patient had shortness of breath for 8 hours and an emergency medical technician (emt) was called. The patient was transported, non-emergency, to the hospital. A chest x-ray was performed and showed bibasilar atelectasis. A nasal cannula provided oxygen to the patient. The shortness of breath was identified to be volume overload, as the patient is not compliant with medications. The patient complained of a stabbing pain in epigastric area while in the emergency department. Nitroglycerin was given. The patient complained of tenderness/pain localized at the driveline area. Drainage was noted and cultured. The culture came back positive on (B)(6) 2021 for corynebacterium jeikeium and respiratory cultures were negative. There was a low suspicion of acute coronary syndrome. The patient was started on doxycycline, 100 mg twice a day for 14 days, and discharged. The patient was reported to be doing well and the infection resolved. Patient was instructed to report changes and follow up in clinic monthly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported infection and respiratory failure, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use, rev. C is currently available. This IFU lists infection and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU outlines care instructions in reference to preventing infection, including exit site treatment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2021 there were no signs of infection seen.